Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to perform the functional test, including the currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test due to blank display anomaly. Insulin pump had minor scratched and cracked display window.

Event description:
Customer reported via phone call that he went into the pool with the device on. Customer's blood glucose was unknown. There was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.